Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for intractable spasticity. The concomitant medications and patient history were not reported. It was reported that the device was removed in 2012 at the request of the patient, as their back started itching the same time it was put in. The drug, clarification of the itching in relation to the pump, and diagnostics remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the drug that was used via the device system was baclofen (type, concentration, and dose were asked; unknown). It was reported that the itching and pump removal had nothing to do with the pump. The patient's disease was progressing and causing the itching that she was feeling, however the patient was in denial of her disease state and demanded that the pump be removed. It was noted that nothing else was done to help the patient, as the itching was a result of the nerve damage caused by the patient's multiple sclerosis. The itching did not resolve with the removal of the pump. The hcp had no further information to provide regarding the event.